Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) was part of a system extraction due to infection and sepsis. During the procedure, this lead would not come out hence this was cut. This lead was surgically abandoned. No additional adverse patient effects were reported.